Event description:
The patient was a (B)(6) female. The target lesion was the mid rca. The vessel was de novo, moderately calcified and slightly tortuous. There was 90% stenosis. After conducting pre-dilation with a balloon (2.5/15mm: sprinter legend) without problem at the target lesion, a firestar balloon (3.0/20mm) was inflated but the balloon ruptured at 6atm. Therefore, a different balloon (tazuna: size unknown) was inflated instead and a cypher was safely implanted. The procedure was safely finished. Physician didn't feel resistance during the delivery. There was no patient injury reported. The product was clinically used and will not be returned for the analysis due to the patient's infectious disease. Physician indicated that the balloon wouldn't inflate well from the beginning. The balloon might have ruptured before use. The device prepped normally and was able to maintain negative pressure. The contrast to saline ratio was 1:1. There was no resistance/friction while inserting the balloon through the guide catheter.

Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.